Event description:
It was reported to philips that the system failed to initialize, suspected power supply and fuses on a allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced pd. Scomp.dcps_24v_12v_5v and pd. Scomp.fuses. A workaround solution was provided to the customer. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).